Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2020-23482. It was reported that noise was seen on recorded events on the device, as high ventricular rates, auto mode switch (ams) episodes, and noise reversion episodes. The patient's right atrial (ra) and right ventricular (rv) lead were sensing noise. The patient experienced spells of dizziness due to pacing inhibition. The leads were extracted and replaced on (B)(6) 2020. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of noise was confirmed. Analysis was noted shorting between conductors. Electrical testing did no find any indication of conductor fractures. Analysis revealed an inner insulation abrasion at 17.4 cm to 17.5 cm from the distal tip. The cause of the noise was isolated to exposure of the inner coil at the abrasion zone.